Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6: medical device problem code 1494 was removed. H10: only one device is required with pre-close technique per the instructions for use.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via a 6fr sheath hole prior to a mitraclip intervention procedure. The suture of a proglide device was successfully pre-placed. The sheath was upsized to an 18fr sheath for the mitraclip procedure. Reportedly when the mitraclip steerable guide catheter (sgc) was removed, the tip was observed to be damaged. It was suspected that the damage was caused by catching on the proglide suture. The mitraclip procedure was completed, and hemostasis was achieved with the pre-placed proglide suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.